Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4).report source, foreign - event occurred in (B)(6).the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product had a damaged inner sterile packaging. The product was not used as sterility was compromised.

Event description:
It has been reported that the product had a damaged inner sterile packaging. The product was not used as sterility was compromised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the product had a damaged inner sterile packaging. The product was not used as sterility was compromised.